Event description:
Additional information received from a patient indicated that the patient called back and stated that the pump was hurting because it was not in place and they would like to find an hcp to remove the pump. The patient stated that they saw an hcp on 2024-10-07 and the hcp did an x-ray and gave her medication and sent her home. The agent reviewed that mdt was the manufacturer and reviewed physician listing information. The agent emailed and mailed out physician listings to the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving hydromorphone and bupivacaine via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2024, the patient reported that their ¿pump is not working.¿ the patient stated that there was a problem with the pump in the hospital last week. Per the patient, the ¿tip of the pump was not where it was supposed to be." The hospital had a company representative come to turn off the pump, but the patient did not let them turn off the pump. Now the patient was ¿having withdrawals - they are sweating like a pig, feel like they are dying, their face is all red, and they can't eat.¿ during the call the patient mentioned they have a heart condition and a neurological condition and are scared. The patient also stated they were in the ER (emergency room) yesterday. The patient was redirected to their healthcare provider to further address the issue. The patient stated that their managing doctor went on vacation for a month and there was no one available to cover their patients. The agent offered to send physician listings, but the patient declined. The patient stated that they have an appointment on the 7th but that was too long to wait. The agent asked if they were hearing any alarms from the pump and patient stated no.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.